Event description:
According to the reporter: during preparation for surgery, the black coating part was partially broken and the metal part was exposed. The device was not used for a pt. Another device was opened an used to complete the procedure.

Manufacturer narrative:
(B)(4).